Event description:
A report was received that the patient had difficulty charging the ipg and was not providing stimulation. The pocket moved to an angle, sideways. The patient will undergo pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure and was reportedly doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging the ipg and was not providing stimulation. The pocket moved to an angle, sideways. The patient will undergo pocket revision.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information was received that the patient has decided not to proceed with the revision. No further course of action at this time.

Event description:
A report was received that the patient had difficulty charging the ipg and was not providing stimulation. The pocket moved to an angle, sideways. The patient will undergo pocket revision.

Event description:
A report was received that the patient had difficulty charging the ipg and was not providing stimulation. The pocket moved to an angle, sideways. The patient will undergo pocket revision.